Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), pelvic pain ("pain"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal") and swelling ("swelling"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, dysmenorrhoea, tooth disorder, fatigue, weight increased, gastrointestinal disorder and swelling outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, swelling, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare provider for more than one year. Since her removal surgery, most of her symptoms have resolved, though some remain. Diagnostic results: she had done hysterosalpingogram result not provided. Most recent follow-up information incorporated above includes: on 26-jun-2018: reporters added and updated patient demographics. Concomitant disease was added. Updated suspect drug inaction. Added events abnormal bleeding (general), abnormal bleeding (vaginal), dental problems, pain, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: gastrointestinal, swelling. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia and pseudotumor cerebri. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 3 years after insertion of essure, the patient experienced tooth disorder ("dental problems") and swelling ("swelling"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, dysmenorrhoea, tooth disorder, fatigue, weight increased, gastrointestinal disorder, migraine, headache, female sexual dysfunction, vulvovaginal pain, abdominal pain and swelling outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, swelling, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare provider for more than one year. Since her removal surgery, most of her symptoms have resolved, though some remain. Diagnostic results: she had done hysterosalpingogram result not provided. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received:- events added as:- migraines / headaches, apareunia (inability to have sexual intercourse), vaginal pain, abdominal pain, swelling. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal cramping') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's concurrent conditions included menometrorrhagia and pseudotumor cerebri. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), 2 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and swelling ("swelling"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastrointestinal /gerd"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, dysmenorrhoea, tooth disorder, fatigue, weight increased, gastrooesophageal reflux disease, migraine, headache, female sexual dysfunction, vulvovaginal pain, abdominal pain and swelling outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, swelling, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare provider for more than one year. Since her removal surgery, most of her symptoms have resolved, though some remain. Discrepancy noted as per pfs, previously reported that patient said that she had done hysterosalpingogram result not provided,now in this pfs it is said that she didn¿t undergo essure confirmation test. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received. Reporter's information was added. Event gastrointestinal disorder updated to gerd, she didn¿t undergo essure confirmation test added. Event onset date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain") and menorrhagia ("abnormally heavy menstrual bleeding"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: plaintiff complained about these symptoms to her healthcare provider for more than one year. Since her removal surgery, most of her symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.